Event description:
It was reported that the patient with this right ventricular (rv) complained of dizziness, so this rv lead was examined and it presented high capture threshold measurements, intermittent lack of capture and impedance changes. The patient was examined CT scans however evidence was inconclusive with the issues attributed to the patient suffering a microperforation. The lead was subsequently explanted and replaced by a new lead. No additional adverse patient effects were reported.